Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a ventral hernia repair procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced recurrence. The patient underwent mesh exploration and the mesh was easily removed on 04/18/2014. The mesh had migrated into the mid abdomen due to paroxysmal incessant cough. There was small and large bowel present in the hernia sac. The surgeon opines that because the mesh has absorbable material on both sides, it causes a problem with timely integration. Additional information has been requested.